Event description:
A customer reported that the equipment did not recognize the handpiece during a cataract intraocular lens implant procedure. An alternate system was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
The company representative examined the system and verified that it functioned with no reported nonconformity. The company representative reseated a printed circuit board (pcb) on the system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause cannot be determined conclusively. (B)(4).